Event description:
It was reported by a company representative that a vns patient was referred for generator replacement surgery as the patient was complaining that the generator was causing discomfort where bra line lies. The treating physician and family had tried to fix the issue externally. However, nothing decreased the patient's discomfort and patient was referred for surgical procedure in which the generator is to be replaced prophylactically. The cause of the reported pain according to the treating physician is due to the patient's puberty. Clinic notes dated (B)(6) 2010 indicating the patient's bra strap went right over the vns. The stimulator was checked during the office visit and no problems were noted. Additional information from a company representative indicated that the patient underwent generator reposition surgery instead of prophylactic replacement as scheduled and the surgeon moved the generator higher up in chest. At the moment, it is unknown if the surgical intervention was done to preclude a serious injury as good faith attempts to obtain additional information from the referring physician have been unsuccessful to date.